Event description:
Biomed at a user facility reported a ventilator with a "circuit occlusion" alarm. The issue occurred pre-patient use. Field service was requested.

Manufacturer narrative:
Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Biomed was advised that this issue is on hold at this time. He was proved with a number to call for any additional questions.